Event description:
The manufacturer received information that a trilogy ev300 ventilator had ventilator inoperative on the screen and continued to alarm until the battery was removed. There was no harm or injury reported. Device evaluation and repair have not yet been completed. No additional information is available at this time. A follow up report will be submitted upon receipt of additional information regarding this complaint.